Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The patient was brought in to do a vector breakdown and resulted in additional out of range shock impedance measurements. Boston scientific technical services (ts) discussed that the gradual rise was likely an indicator of physiologic changes like calcification on the lead coil. Ts suggested considering commanded shocks for further evaluation. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead is scheduled to be revised at a future date. At this time the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient was brought in for a possible lead revision. Instead, a 1.1 joule commanded shock was delivered and the impedance measurement was 47 ohms. The physician decided to leave the lead in service without revision. No additional adverse patient effects were reported.